Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The device and lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Visual inspection of the header ports revealed all leads were fully inserted except for the atrial. Visual inspection found the lead was inserted far enough for atip setscrew to make contact with the lead tip. Review of device memory confirmed the high out of range atrial impedance measurements. Review of device memory confirmed one high out of range shock impedance measurement, all other daily measurements were between 54 and 64 ohms. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right atrial pacing impedance measurements. Attempts to recreate the out of range measurements in clinic were unsuccessful and there was no evidence of noise. No adverse patient effects were reported.

Event description:
Additional information was received indicating high out of range shock impedance measurements were detected. The patient reported the device began emitting beeping tones. The patient was seen in clinic and out of range measurements were observed with pocket manipulation. High atrial measurements were also obtained by pushing really hard with the wrist. An invasive procedure was performed. The leads were tested numerous times with acceptable measurements. There were no visual anomalies noted with the device. The device was explanted and successfully replaced. No adverse patient effects were reported.